Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported that lia (lead integrity alert) triggered due to oversensing. T-wave oversensing reported and r-wave sensing of 3.4 mv. The lead was removed and replaced. No patient complications have been reported as a result of this event.